Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, under infusion was noted and the patient was concerned of not getting full dose of antibiotic. It was noted that about 300ml of residual volume was leftover in the bag. No adverse effects were reported.